Event description:
A programming error/interrogation issue was reported. It was stated that the programmer updated pump, but it appeared it didn't take it. There were no patient symptoms or complications associated with this event. Drug in the pump was dilaudid. It was later reported that it was a human error. The physician who did the programming set it up and printed it but never did the update. There was no problem with the pump at all. It was noticed when they saw the printout at managing physician's office. Patient was good, with no issues or changes in therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).